Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked while drawing up the vaccines and pushing out medication. The following information was provided by the initial reporter: "nursing is unable to draw up vaccines. Also unable to push medication through."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 15-nov-2022 h6: investigation summary it was reported the needle is unable to draw up vaccines and unable to push medication through. To aid in the investigation, thirty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-eight samples expelled the solution with a normal flow. Two samples did not; these needles are clogged. A device history record review was completed for provided material number 305916, lot 2007149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked while drawing up the vaccines and pushing out medication. The following information was provided by the initial reporter: "nursing is unable to draw up vaccines. Also unable to push medication through."